Manufacturer narrative:
Result: lift coupler had to be replaced.

Event description:
It was reported in a service report that the lift does not function from either end and it was stuck in the high position. No pt involvement or adverse consequences were reported.